Event description:
Customer reportedly received results of 24.8 mmol/l and 9.5 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however the strips will not be returned as they are all used up.

Manufacturer narrative:
The event occurred in (B)(6). Device will not be returned to manufacturer.